Event description:
Pt stated she was about to infuse last night and drew the medication in 50 ml syringe and put in the pump. When she was releasing the button, pump broke - she heard the noise of inside spring and it is not working now. No adverse events reported. Serial number unknown. Gaumunex indication- selective deficiency of immunoglobulin m [igm]. Reported to (B)(6) by: patient/caregiver.